Event description:
The consumer stated that the tampon applicator separated upon insertion and remained inside of her. She stated that she obtained medical assistance for removal.

Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report. Device not returned to manufacturer.